Manufacturer narrative:
The device mechanism is expected to be received for testing. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported malfunction s320 (led error - pmc, left) on power up. The device was returned to the biomedical department for an unspecified reason. This is not a reportable malfunction. No info was provided; therefore, specific patient info, device programming, or event details were not available. During testing at the user facility, at start up the device alarmed with an s321 (motor error - pmc, left) service alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.